Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure. The procedure date is unknown. During preparation, when the device was opened, the internal bolster detached when obturator was inserted in the securi t anchor pocket. It was reported that no part of the device detached inside the patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis revealed that the tube was without an internal bolster. The internal bolster was not returned. Microscope inspection revealed that the tube at the distal section was inspected under magnification and it had evidence that the internal bolster once was attached. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the failure mode observed may be related to user manipulation and some technique applied while inserting the obturator. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure. The procedure date is unknown. During preparation, when the device was opened, the internal bolster detached when obturator was inserted in the securi t anchor pocket. It was reported that no part of the device detached inside the patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.